Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, battery test, and functional test were performed. The battery low alarm was identified during the battery test. The cause of the condition was determined to be a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a battery low alarm. No additional information is available.